Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s glucose level. After receiving pump reset information and assistance from technical support, the caller successfully reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.